Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During cardiopulmonary bypass, the heart lung console displayed a message indicating that the backup battery may not be recharged. There was no adverse consequence to the patient as a result of this event.